Manufacturer narrative:
Date rec'd by MFR: 30may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to retest the unit using revision k of the service manual and also provided the customer with the part information for flow sensory assembly. The customer reported that the oxygen concentration was re-tested a few days later and the values were within tolerance. The unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer to retest the unit using revision k of the service manual and also provided the customer with the part information for flow sensory assembly. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing at 60% and 100%. There was no patient involvement.